Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received battery rejection. Customer's blood glucose level was unknown. Customer stated that diminished battery life and reservoir crack from window to button panel. Customer troubleshoot was not performed. Insulin pump will not be returned for analysis.